Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of the iliac artery, the agiltrac balloon ruptured at unspecified atm. The catheter was removed from the anatomy without incident and a second agiltrac was used with the same results. After delivery catheter removal, an omnilink was implanted to complete the procedure. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. The agiltrac, lot# 7092551, is being filed under the same manufacturer report number.